Event description:
It was reported that a patient's aveir leadless pacemaker system was unable to be interrogated. It was also noted that the devices were in read-only mode (rom) mode. The devices were recovered and returned to normal operating mode. The patient condition was not known.